Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with assistance, and did not experience recurring malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.